Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the anatomy and separated. It is likely that manipulation of the guide wire against resistance caused the core to kink and separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an unspecified coronary artery. The balance middleweight universal ii guide wire met resistance with the anatomy during advancement and the core separated. The distal portion of the separated guide wire was removed via surgery. The percutaneous coronary intervention was canceled. There was no adverse patient sequela reported. No additional information was provided.